Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the keypad was intact and all the keys were responsive to user presses. There was corrosion observed in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to a battery compartment leak. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.